Event description:
While using the external equipment the patient reportedly experienced a decrease in recognition. In february 2005, the patient was seen at the center for evaluation. External equipment was exchanged. Howeverm the problem was not resolved. A week later, the patient was seen by a company reresentative for device evaluation. Testing performed confirmed that the device was not functional. Surgery to explant the device has been scheduled.